Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose was 568 mg/dl. Reportedly, the customer gave themselves a correction bolus to address bg then went to the emergency room (ER) and were subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.